Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that a patient underwent a right tka on (B)(6) 2015. The same surgeon performed a bearing exchange on the same knee on (B)(6) 2016. During the revision the following part was explanted, ar-513-bd10 lot 113601338. The surgeon completed the procedure by implanting the following a larger size poly bearing. Device was discarded by facility and will not be returned for evaluation. Patient medical record from (B)(6) 2016 noted the patient developed persistent pain, swelling and instability. Records also noted that upon examination, right knee demonstrated warmth and swelling and palpation of the right knee demonstrated tenderness of the medial and lateral joint line as well as of the medial tibial plateau. Moderate effusion of the right knee was also noted. Right knee was unstable to valgus and varus stress, both at 30 degrees but with a negative anterior and posterior drawer sign.